Manufacturer narrative:
Follow up #1 09/16/2015 device evaluation: the pump has been returned to animas and evaluated on (B)(4) 2015 with the following findings: call service 052 and 054 alarms were observed in the black box and alarm history. The pump powered on properly with no alarms. During the 24 hour duration test, a call service 054 alarm occurred. Moisture was visible in the display. The pump case was cracked near the corner of the display. Moisture damage was found on the printed circuit board.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that there were multiple call service 052 alarms. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.